Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to noisy signals. Several positions were tested, none had good data, and none resulted in an improvement in signal noise. Surrounding equipment was turned off and the programmed sensitivy was reduced but noise was still present, so lead damage was suspected. This lead was successfully replaced and the new lead did not present noise. No additional adverse patient effects were reported.